Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the pump booted up with a dim, red display. The dim display was replaced by a test display and the variance in color and contrast resolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. The reporter stated that the display screen was dim and difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.